Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 4 and error 63 alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variable info=03).

Event description:
Customer reported via phone call that patient was out of the auto mode because of multiple pump error alarms. The customer¿s blood glucose level was 101 mg/dl and 180 mg/dl. Customer was able to clear the alarm. Customer was able to complete pump rewind and self test also passed. The insulin pump will be returned for analysis.